Manufacturer narrative:
(B) (4).

Event description:
A confirmed pump motor stall was reported and recorded in the event logs after the pt had an MRI. A tube set error occurred two days later. The pump was in "stopped mode" for greater than 250 hours. The pump was updated on (B) (6) 2009 and the motor stall recovered; however, it was noted that the update may not have been completed successfully and may have put the pump into another stopped mode causing another 48 hour tube set warning. The telemetry strips from the session were not available to verify the success of the update. The pt did experience withdrawals. A pump replacement was planned. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.